Event description:
It was reported that the burr was stuck on the guidewire and procedure was rescheduled the next day. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the lesion was crossed with a guide wire and it was exchanged with rotawire. Subsequently, the rotalink plus was loaded on the rotawire and was parked proximal to the lesion. The set rotational speed was at 160 lakhs rpm, however the burr got stuck on wire and was not advancing post two runs. Both burr and wire were removed together. Also, the tip of the wire was kinked while removing the burr. Due to patient condition, the procedure was abandoned and was planned for next day. On the 19th of april 2022, the procedure started by engaging the left anterior descending artery with a guide catheter and the lesion was crossed with a wire; wire was then exchanged with a rotawire extra support. Rotablation was done with a 1.25mm rotaburr at 175 rpm. Post rotablation, the lesion was predilated with balloon and completed by deploying a stent. No complications reported, and patient was stable post procedure.

Event description:
It was reported that the burr was stuck on the guidewire and procedure was rescheduled the next day. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, the lesion was crossed with a guide wire and it was exchanged with rotawire. Subsequently, the rotalink plus was loaded on the rotawire and was parked proximal to the lesion. The set rotational speed was at 160 lakhs rpm, however the burr got stuck on wire and was not advancing post two runs. Both burr and wire were removed together. Also, the tip of the wire was kinked while removing the burr. Due to patient condition, the procedure was abandoned and was planned for next day. On the (B)(6) 2022, the procedure started by engaging the left anterior descending artery with a guide catheter and the lesion was crossed with a wire; wire was then exchanged with a rotawire extra support. Rotablation was done with a 1.25mm rotaburr at 175 rpm. Post rotablation, the lesion was predilated with balloon and completed by deploying a stent. No complications reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. In order to determine the functionality of the rotablator device, testing was performed using a test rotawire as the rotawire used in the procedure was not returned. The test rotawire was able to be fully inserted and removed from the rotablator device with no resistance or issues. Product analysis could not confirm the reported event, as there were no damages or defects identified to the device and the test rotawire was able to be fully inserted and removed with no issues.